Manufacturer narrative:
Correction to d10 - other supporting device: cv-290. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d10 for additional information inadvertently left off of initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely while the user was handling the device, water invaded scope connector, which led to abnormality of electronic parts. As a result, no image occurred temporarily. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦"inspection of the endoscopic image" confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to that the evis lucera elite bronchovideoscope relayed a noisy image and the object was not visible. The customer reported the issue was found during preparation prior to bronchial examination. This medical device report (MDR) is being submitted to capture the potentially reportable malfunction. The customer reported the procedure was completed with a similar device with no delay. The patient was not under anesthesia and there was no patient injury.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed: the image was noisy and the object could not be recognized. In addition, the device showed fluid ingression from the venting connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.